Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion test, prime test, and displacement test however, the insulin pump was received with stuck motor error alarm loop during bolus delivery. Unable to perform the occlusion test and the excessive no delivery test due to motor error alarm. The motor was tested outside to the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported via phone call that the insulin pump had a motor error and motor position encoder error. The customer¿s blood glucose was unknown. The insulin pump was returned for analysis.